Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer¿s blood glucose value at time of incident was 176 mg/dl. Customer¿s current blood glucose was 146 mg/dl. The customer also reported that the insulin pump alarmed no delivery. The customer did experience symptoms such as pain in stomach as a result of high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. Device programmed and monitored on suspend mode and the suspend mode vibrated and beeping properly. The insulin flow blocked functioning properly. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).